Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the device delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 20484768 to 20471619. Device manufactured date corrected from 04/06/2017 to 04/03/2017. Device evaluated by MFR.: the returned product consisted of an emerge balloon catheter in two pieces. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 84.8cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during the procedure, the device delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.